Manufacturer narrative:
(B)(4). Follow up with the patient revealed that her supplies were fine, however, she discarded the supplies and started over with new ones. The patient stated that she did contact the nurse and there was no medical intervention associated with this report. The patient said she "loves" her machine and therapy is going well. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) regarding a low drain volume alarm that appeared on the homechoice (hc) unit during initial drain. The homepatient (hp) stated that she sees air bubbles in the patient line. The technical service representative (tsr) explained that the hp would have to start over with all new supplies. Tsr recommended that the hp contact the nurse. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Availability of the sample is unknown at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4).